Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed there was a distal portion of an unidentified/unknown balloon catheter stuck on the tip of the mamba device. Blood was present on the outside of the mamba device and inside the balloon catheter. Indicating the device was used in the patient and past unpackaging and preparation. Microscopic inspection revealed the distal end of the shaft was twisted/damaged approximately 7cm to 13.5cm proximal of the tip. An attempt to remove the balloon catheter from the mamba tip was unsuccessful, due to the damaged inner lumen of the balloon catheter.

Event description:
Reportable based on device analysis completed on 27oct2025. It was reported that crossing difficulty was encountered. The mamba microcatheter was advanced to access a microchannel. A structure was noted in the distal part of the catheter, similar to an inflated and negative balloon, which prevented crossing a serious atherosclerotic plaque. The device was removed and the procedure with a new microcatheter. No patient complications were reported. However, device analysis revealed the mamba shaft was twisted.